Manufacturer narrative:
All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. However, device received with cracked/detached end cap. Unable to self-test and displacement test due to cracked/detached end cap. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 8.9 mmol/l. The customer reported that any button does not response, they tried to change battery and insulin pump was not expose to moisture. The insulin pump will be returned for analysis.